Event description:
The customer reported multiple system errors and that led to a boot failure. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) and system hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.